Event description:
Boston scientific received information that this right atrial lead displayed high thresholds and noise that was oversensed. A lead revision procedure was performed where the lead was explanted. During the explant, the lead broke. The lead tip had to be snared and explanted through the patient's groin. There were no additional adverse patient effects. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned segment of the lead was thoroughly inspected and analyzed. Only the proximal 10 centimeters of the lead were returned. The returned segment of the lead was determined to have been electrically continuous. The clinical observations were unable to be confirmed.